Event description:
It was reported that when shaping the subject guidewire with shaping needle, the coating of the subject guidewire peeled off. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the subject guidewire was found to be kinked/bent. The subject guidewire tip was noted to be broken/fractured and stretched. The subject guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx. 30 cm from the proximal end. The core wire distal end was observed through the distal tip dome. The reported complaint was confirmed based on analysis. The subject guidewire device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, while shaping the subject guidewire with shaping needle, the subject guidewire ptfe coating peeled off. Additional information provided by the customer indicated the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The subject guidewire device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The subject guidewire device was returned, and it was confirmed that the guidewire ptfe coating was peeling, also additional information by customer indicated that torque device was also used. The peeling noted to the ptfe coating is an indicative of interaction with an under tightened torque device. An assignable cause of handling damage will be assigned to the reported and analyzed ¿guidewire ptfe coating peeling¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. During analysis, the subject guidewire was noted to be kinked/bent and broken/fractured. The subject guidewire was also observed to be stretched. An assignable cause of handling damage will be assigned to the analyzed ¿guidewire distal tip broken/fractured during preparation¿, ¿guidewire kinked/bent¿, and ¿guidewire distal tip stretched¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of

Event description:
It was reported that when shaping the subject guidewire with shaping needle, the coating of the subject guidewire peeled off. There were no clinical consequences to the patient reported as a result of this event.